Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
Received a copy of the customer's medwatch report from FDA which states, "alaris pump channel turned off spontaneously while infusing critical medication." There was patient involvement and unspecified patient harm. Although requested, no additional information was received.

Event description:
Received a copy of the customer's medwatch report from FDA which states, "alaris pump channel turned off spontaneously while infusing critical medication." There was patient involvement and unspecified patient harm. Although requested, no additional information was received.